Manufacturer narrative:
Insulin pump had corroded battery tube, broken battery cap and metal stuck inside the battery tube, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, minor scratched display window and stained end cap sticker. Unable to confirm low battery alarm or perform the self test, displacement and operating currents measurement due to corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they are not able to remove the battery from the pump after low battery. The customer declined to troubleshoot for low battery. The customer declined to troubleshoot for cracks on pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.